Manufacturer narrative:
One used ls3112 ligasure device was received, and evaluation of the sample found one of the snaps on the jaw was broken and missing. Snap damage can be caused by misaligning the snaps during assembly or by multiple assembly attempts. The investigation identified the root cause of the reported event to be improper assembly during use. The instructions for use included with this product lists measures for handling and assembling the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: 2017-07-17. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, one of the electrode pins broke when the device was assembled. Another device of the same type was used to continue the procedure. No patient injury occurred or medical intervention was required.